Event description:
Customer reported the zipper is damaged on side panel a. Customer did not provide a date when discovered. No patient or injury was reported.

Manufacturer narrative:
Evaluation results: evaluation of the returned unit found the zipper slider is open on the patient access of panel side a. Note: instructions for use state: never use the bed if a zipper slider is bent open or damaged and the zipper cannot be zipped completely closed. Remove the patient from the damaged bed and exchange it for a posey bed in good working condition. Test that all zippers open easily and close securely along the entire length of the zipper. Do not use the posey bed if zippers have open gaps that do not close securely along the entire length. Never rip the panels open, as this will damage the zipper slider, preventing the zipper from closing securely. (B)(4).